Event description:
Patient reported right side "multiple episodes of swelling (not sudden) of the breast, ongoing inflammation, incl. Suppuration, skin lesion, right axillary adenopathy, pain and discomfort in the breast and armpit area" and "reactive lymphadenitis with presence of eventual body-like multinucleated giant cells". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphadenopathy and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and granuloma.